Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The customer reported that they replaced the flow sensor to resolve the reported issue. Root cause: the gds was returned to failure analysis and evaluated. The defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the air flow measured at -1.5 lpm when set to 0. The ventilator was not in use on a patient at the time of the reported event.